Event description:
During laparoscopic procedure a 10/11 mm trocar was inserted into patients abdomen near umbilicus. When trocar was remaned from patiens abd it was abserved that clear plastic tip on end of trocar was missing. Physician looked thru scope into abd. And staff checked surrounging outside area and tip was not found inside or outside, xray taken of abdomen and nothing seen on films. Plastic tip is of a clear color and could not be found.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.